Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed nachtnebl l, tomá¿ t, apostolopoulos v, pazourek l, mahdal m. Dlouhodobé výsledky totální náhrady kolenního kloubu p.f.c. Sigma s celopolyetylenovou tibiální komponentou [long-term results of total knee replacement using p.f.c. Sigma system with an all-polyethylene tibial component]. Acta chir orthop traumatol cech. 2021;88(6):412-417. Czech. Pmid: 34998443. Objective and methods: the purpose of the study was to evaluate the long-term results of the total knee replacement using the p.f.c. Sigma system with a monoblock all-polyethylene tibial component implanted in 323 patients between 1999 and 2010. The patellas were no resurfaced and the manufacturer of the cement utilized was unknown. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: pfc sigma femoral component and cemented all polyethylene tibial tray adverse event(s) and provided interventions associated with depuy devices: 1 radiographically identified tibial tray migration- no treatment provided, 1 radiographically identified osteolysis, no treatment provided. 5 infections treated with 2 stage revision, 4 cases anterior knee pain treated with patellar resurfacing, 8 reports of extension deficit greater than 10 degrees- no treatment specified, 1 arthroscopic debridement of arthrofibrosis, 5 dvt- treatment not specified, 3 tibial ppf treated with orif, 1 revision for instability, 2 delayed wound healing- treatment unspecified, 1 wound infection- treatment unspecified. Radiographic images available in fig. 1 & 2 on pp. 5.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.